Event description:
The device was used during unspecified procedure on the uterus. Reportedly, the difficulty was experienced opening and closing the instrument. The hosp has not provided any add'l info.

Manufacturer narrative:
5/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.